Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Update: 12 oct 2017. Plaintiff alleges that the patient experienced lost of strength to withstand or ride and decreased the ability to maintain stability. It was also reported that the plaintiff had a pseudotumor. It was also indicated that there was unstable balance on left leg. Update: 20 oct 2017: this information is from (B)(4). Litigation alleges that the patient suffers from pain, discomfort, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Plaintiff weight was also changed. This complaint was updated on oct 31, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.